Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an atrial fibrillation interventional procedure using an 8.5f sheath. Reportedly, when removing the prostyle device, there was resistance. The device was tugged to see if that would help; however, it did not and device was pulled out against resistance. The guide of the device separated and was left in the vein. The vascular surgeon gained access below the original access site and placed a 18f sheath to snared the separated guide. The separate piece was successfully removed. The procedure was completed. Hemostasis in the original access site was achieved via manual compression. Hemostasis in the second access site to remove the device was achieved with figure eight. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide and foot separations were confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly the pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The IFU also states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during device removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number d9, h3: the device was initially reported as discarded; however, it was returned for analysis. H4: device mfg date.

Event description:
Additional information was received: per return device analysis, a foot separation was observed. Follow-up with the account confirmed that the foot separation occurred in the patient and was snared from the anatomy. No pieces were left in the patient. No additional information was provided.